Manufacturer narrative:
D10 concomitant product: lf5644, lig dissector lf5644 sealer div 44 cm (lot #: 40580133x). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the sealing devices, about 1 hour into the surgery, the jaws of the two devices got locked close or at the uterine vessels and could not open for sealing and excising the fallopian tube. The devices were difficult or impossible to open and got stuck on tissue, with the jaws stuck closed. The devices slipped off the tissue and were able to be removed with the jaws closed. The devices did not have to be cleaned as there had been no build-up of eschar. The knife blades were not extended and did not protrude beyond the edge of the jaws. This incident did not cause the procedure to be extended by more than 30 minutes. No patient complications have been reported as a result of this event.